Event description:
The power supply was melted and was unable to connect to the amplifier. There was no patient involved.

Manufacturer narrative:
One ensitex ac/dc power supply 24 volt 10 ampere was received for evaluation. The reported event was able to be duplicated by visual inspection. Based on the investigation and information provided to abbott, the reported event was able to be confirmed, and the root cause was attributed to physical damage to the pins within the port connector. The product's model/lot number was unable to be obtained and therefore full UDI information (d4) and 510k (g3) cannot be not provided.